Event description:
It was reported that the lead migration had been confirmed by 2 physicians. It was noted that the patient did not want to have a surgery to reposition the lead. It was noted that the product issue was not resolved. It was noted that the patient was alive with no injury. It was noted that the lead was still implanted. It was noted that it was unknown if there were any patient symptoms or complications associated with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, serial# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).